Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the table top illuminator needs to be replaced.

Manufacturer narrative:
Additional information provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. The company service representative examined the system and was able to replicate the reported event. The company service representative found system messages (sm) ¿the lamp in the table top illuminator needs to be replaced. Please contact field service¿ and sm ¿failure to turn lamp on: lamp needs to be replaced. Please contact field service.¿ the company service representative replaced the xenon lamp to resolve the issue. The system was then tested and met all product specifications. The system was manufactured on september 30, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to nonconforming xenon lamp. The manufacturer internal reference number is: (B)(4).